Manufacturer narrative:
Medical device expiration date: unknown. Date received by manufacturer: bd was initially made aware of this complaint on 2021-09-27. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-11-19 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Device manufacture date: unknown. Investigation summary: to aid in the investigation of this issue, one needle sample without the blister packaging was provided for evaluation by our quality engineer team. Through examination of the sample, the needle was observed clogged. As a lot number was unknown for this incident, neither a complaint history check nor a production history record review could be completed. During the cannula assembly process, needles are inspected through use of a camera system. The camera senses a light source positioned on the opposite end of the needle. If the camera does not sense the light source, an occlusion may be present and the needle is automatically rejected. This camera system is challenged every eight working hours. Additional inspections for occlusion are also completed after assembly every thirty minutes. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. Based on these conclusions, we cannot discard the possibility that the handling of the product had a potential role in this incident. At this time, further action has not been determined necessary. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked when trying to aspirate the covid-19 vaccine. The following information was provided by the initial reporter, translated from (B)(6) to english: "we use this product supplied by the government for covid-19 vaccination. There was no hole on the needle and the vaccine could not be aspirated." Via bd investigation: "through examination of the sample, the needle was observed clogged."